Event description:
Unable to perform lead impedance test, get result of 'incomplete impedance test', attempted implant returned with report of programming/telemetry difficulty; 'after connection to lead, device placed in pocket. Unable to perform lead impedance test' this was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.